Event description:
The four-hour volume limit can be exceeded by routine pca bolus dosing. To give an example, which rptr has confirmed by testing: if a pt is to receive an 8 ml/hr infusion and is programmed to receive 12 ml boluses, with a 20 minute lock-out interval using the pca function, it is possible for that person to exceed a 40 ml four-hour volume limit. This is caused by the pump examining its four-hour limit, only at the beginning and end of a bolus dose, and not during its infusion. This can potentially compromise the safety of the pt, by allowing an overdose of drug. In addition, it is possible to program large bolus doses of drug (up to 25ml). These two potentially serious deficiencies were discovered when a nurse accidentally programmed the pump to deliver boluses of 24ml, instead of 2ml. Fortunately this error did not result in a serious patient adverse outcome, but potentially could have done so. Rptr suggests the following two software corrections to eliminate these problems: 1) the pump's program examine whether the administration of a bolus exceeds the four-hour limit, and then refuse the bolus request if it does so, 2) a limit of 10 ml be set for bolus and loading doses. (*)